Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: in regards to the below case, could you please clarify if the hole created due to the device misfire. Yes. What was surgeon's opinion regarding the issue. That the stapler misfired causing the problem. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product cut and only right side of stapler deployed. This occurred on the second firing. The procedure was a primary lap. Sleeve gastrectomy. On the second firing of the case with a gst60g reload, the remnant staples deployed, the stomach side of the reload, the staples did not deploy medially into the stomach. The surgeon noted he could see the staple legs poking out of the reload and approximately a 5cm hole in the stomach. This hole was oversewed and closed with a suture. The case was completed as per the usual routine and procedure. The patient was discharged as per the expected protocol and recovering as expected.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. D4: batch #649a13. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 649a13, and no non-conformances were identified.